Event description:
It was reported that a v.a.c. Thereapy pt with a dehisced groin wound suffered arterial bleeding. The wound was from an embolectomy procedure to remove a clot (open vascular surgery). The pt had been on v.a.c. Therapy for several weeks and the wound had responded well to the therapy. They were on anticoagulant therapy. On the morning of the event, the pt complained about pain in the groin/wound area. The v.a.c. Device alarmed with a blockage alarm, and then a nurse noticed bleeding. The pt was transferred to a hospital emergency room where they subsequently died.